Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No devices or photos were received; therefore, the visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies. A definitive root cause could not be determined with information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: m2a-magnum mod hd sz 52mm/ pn 157452 ln 134710, taperloc por red/lat 15x150/ pn 13-103208/ ln 363050, m2a magnum tpr adpr ti dia52-6 0/0mmt1/ pn 139268/ ln 953510. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-03899. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a surgery to repair right adductor muscles. While repairing muscles, metallosis was found. Nothing was implanted or explanted at that time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.